Event description:
The customer reportedly obtained a 413mg/dl and 100mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The caller did not have the customer's tests supplies and could not provide strip and meter information at time of call. A request was made for the return of the suspected product; replacement was sent.